Manufacturer narrative:
The product was returned and as reported, the monitor did not power on when connected to a known good computer. The issue was able to be duplicated. The failure mode was electrical and the failure mechanism was malfunction, no image. The parts failed inspection. The monitor and monitor wiring was replaced on the fusion system. The issue was resolved. Other relevant device(s) are: product ID: 9733386, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the monitor was not powering on, but the power supply was giving 12 volts. There was no patient present.